Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue medication.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the nurse is unable to request rxverify again. A technical support specialist (tss) guided the customer through verifying the rejected rxverify request in cr medbank myqlink (mql), confirming the status, expiration date, and 24-hour validation expiration setting. Tss explained that the nurse would be able to submit a new rxverify request after the expiration time and advised approving or setting a shorter expiration when rejecting future requests. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.